Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer's blood glucose was 350 mg/dl. Customer reverted to manual injections for insulin therapy.